Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message on the adc device and as a result, was unable to obtain sensor scans. The customer experienced symptoms described as ¿ seasickness¿ and a headache and was unable to self-treat. The customer reported having contact with a healthcare professional who obtained a blood glucose result of 351 mg/dl on their meter and insulin (type/dose unknown) was administered by both non-hcp and a healthcare professional for the diagnosis of hyperglycemia. No additional information was reported. There was no report of death or permanent injury associated with this event.